Event description:
It was reported the customer was hospitalized last (B)(6) 2014 due to high blood glucose. Customer stated that she took off the insulin pump and putting back on but got no delivery alarm. Customer's blood glucose was 573 mg/dl. Customer had diabetic ketoacidosis. Customer was wearing the insulin pump at the time of hospitalization. Customer's last blood glucose was over 600 mg/dl. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).